Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue x3 indicating speaker is damaged on device. Audio was not confirmed. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
Philips received a complaint on the intellivue x3 indicating a speaker damaged. Audio was confirmed and a speaker inoperative message was present. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The rse confirmed with the customer sound was operating normally and there was a speaker inoperative message present. Based on the information provided in the case and by the philips rse, the customer was provided information for a replacement speaker assembly. No further investigation or action is warranted at this time. This complaint is no longer reportable upon recent information provided. Diminished or distorted audio is detectable by the user allowing them to implement alternate means of monitoring as warranted. The user would be aware of the problem based upon the sound quality of alarm tones.